Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 211 mg/dl, compared with the sensor glucose reading of 55 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that the insulin pump alerted low warnings when he did not feel that she had low blood glucose levels. She also noted that the insulin pump alarmed calibration error. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.